Event description:
The service report shows the customer reported that the 840 ventilator did not deliver volume and was not alarming while in use on a pt. The pt was not harm or injured as a result of the event. The puritan bennett customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing. It is not verified that the vent was inoperable and that a malfunction occurred.